Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This records is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b5, d1, d2a, d2b, d4, d9, g4, h6

Event description:
Healthcare professional reported right side deflation of a non-abbvie device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Device explanted and replaced.